Event description:
It was reported that once this inflatable penile prosthesis (ipp) was implanted, it could not be used normally. A surgery will be performed to replace the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually examined, and leak and functionally tested. The component did not pass the functional test, as it did not pass the activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of mechanical problems.

Event description:
It was reported that once this inflatable penile prosthesis (ipp) was implanted, it could not be used normally. A surgery will be performed to replace the device. There were no patient complications reported.